Event description:
Catheter was implanted in a pt and functioned without problems until 10/02 a perforation of the catheter occurred which was visible in an angiography, about 3.5 - 4 cm from the catheter tip. As a result the catheter had to be removed.